Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a perforation occurred. This pt presented with a non st elevation myocardial infarction and was transferred for the stenting procedure. The lesion being treated was located in the mildly tortuous, non calcified, 90% stenosed mid right coronary artery (rca). The vessel diameter was reported as 3.5 mm. The vessel was pre-dilated with a 2.5 x 15 mm balloon. The physician implanted a taxus express2 8.8% 3.5 x 20 mm drug eluting stent and deployed it at 12 atms. The vessel was perforated mid stent. The physician placed two jomed 3.5 mm stents overlapping the taxus stent to repair the perforation. The pt required a tap to repair the cardiac tamponade caused by the perforation. Plavix was given pre and post procedure and integrilin was given during the procedure. The pt was sent home a few days later in good condition.